Event description:
A falsely low creatinine result was obtained on a patient sample. The lab questioned the result. The sample was repeated the sample and a higher result was obtained. It is unknown if patient treatment were prescribed or altered. There was no report of any adverse health consequences as a result of the falsely low creatinine result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicates that the cause of the falsely low creatinine result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.